Event description:
Additional information indicated patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable.

Manufacturer narrative:
Medical device problem code should have been 3283 - wireless communication problem rather than 3190 - insufficient information.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was explanted on an unknown date for an unknown reason.